Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the diagnostic procedure was delayed for less than 20 mins and completed by restarting the system. The philips field service engineer (fse) inspected the system on site and confirmed that flex vision lost video at the end of the procedure during infusion and would not boot. Upon troubleshooting, the fse identified flex vision pc was defective. To resolve the issue, fse replaced flex vision pc with original hard disk (hd). The defective host pc was sent for analysis, but the cause of the failure could not be conclusively determined by the supplier's part analysis. However, replacing the flex vision pc by the field service engineer resolved the issue. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system with minimal delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's flexvision computer was unable to boot, preventing a full system boot. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.